Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 1200 mcg/ml; 630.1 mcg/day and morphine 12 mg/ml; 6.301 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient experienced a sudden change in therapy/symptoms. The pump started to alarm and the patient had withdrawal. An active motor stall was seen at initial interrogation. The patient was seen on (B)(6) 2017 and the pump logs show multiple motor stalls and recoveries. The past motor stall has not recovered. The patient did not have magnetic resonance imaging (MRI) recently. There were no magnetic or electromagnetic interference interaction. The physician and patient have decided not to replace the pump and they had been weaning the patient off the intrathecal (it) drug. The reporter requested to program the pump to off state. Code given 8840sm23529. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stall was unknown. It appeared to be a spontaneous failure. Troubleshooting was performed but no resolution. The patient was admitted and received intravenous narcotics. The patient was treated at the hospital and then given oral narcotics until the withdrawal was managed. The patient followed up in the clinic afterwards and the pump was programmed to the off state. The withdrawal and motor stall had resolved. The patient¿s weight at the time of the event was approximately (B)(6) pounds. Medical history includes failed back surgery syndrome, injury in 1993, back surgery in 1995 and 1996. Pump in 2006 and replaced in 2012.